Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0vdc. A review of the share logs was performed, data was evaluated and the allegation was not confirmed. In addition, transmitter failed was found in connection to the reported allegation. The reported event of pair new transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . D9: device availability ¿ additional . G3: date received by manufacturer - additional . H2: additional information/device evaluation . H3: device evaluated by manufacturer - additional . H6: event problem and evaluation codes ¿ additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined (*as the allegation was not found). In addition, transmitter failed was found in connection to the reported allegation. The reported event of pair new transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.